Event description:
As reported to coloplast though not verified, patient implanted with aris sling for treatment of incontinence. It was also reported that the mesh had come apart and embedded itself in the wall of the vagina. A second procedure was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4): device not returned.